Event description:
The intralase fs laser was used to create the corneal flaps for bilateral lasik surgery in 2003. A 120 micron flap was created with the intralase fs laser, however when the surgeon attempted to lift the flap (in the os eye) with a slade spatula, he created a false channel with the spatula. The surgeon then introduced the spatula from the opposite side and the flap lifted successfully and the excimer treatment was performed. At the one day postop visit, the patient presented with flap edema, haze, ridges, and blurry vision. The patient was referred to a corneal specialist for postoperative follow-up. At the one-month postoperative visit. The patient's best corrected visual acuity (bcva) in the affected (os) eye was 20/200, compared with the patient's preoperative bcva of 20/20).